Event description:
It was reported that the "patient underwent a spinal fusion on (B)(6) 2003 using rhbmp-2/acs. Pre and post-operative diagnosis: recurrent herniated nucleus pulposus ls-si; intervertebral abscess l5-51: degenerative disk and joint disease l5-51; and persistent and recurrent back, buttock and left leg pain, status post previous laminotomy diskectomy l5-51 left. Patient underwent re-exploration of the left laminotomy diskectomy l5-51, pedicle instrumentation bilateral l5-51, posterior spinal fusion l5-51, posterior interbody lumbar fusion, transforaminal technique l5-51, cage instrumentation l5-51, extra difficulty secondary to re-exploration l5-51 and 360 degree fusion. During the surgery, insertion of cancellous autologous bone after irrigation was placed in the anterior third meniscal space at l5-51, bone morphogenic protein and two cages 8 mm in height were placed with bone morphogenic protein and to the inner disk space at l5-51 and then distraction traction was released and compression was placed on the right. Then the pedicle screws were inserted in the pedicles on the left at l5 and sl. An additional incision proximal to the incision on the left was made 1 cm in length through which was passed the connecting rod and placed into the saddles of l5 and s1 on the left side. Compression was achieved and the locking nuts were released and broken off on the left and on the right in compression. The patient¿s post-operative period was marked by complications which included, but were not limited to, the need for additional surgery, painful medical treatment, pain, nerve damage, nerve impingement, and ectopic bone formation. The patient has experienced mental pain and emotional/mental damage." No further details are known at this time.

Manufacturer narrative:
Product event summary: implant date: (B)(6) 2003. Patient's initials (B)(6). Demographics: (B)(6) male. It was reported that the patient underwent a spinal fusion on (B)(6) 2003 using rhbmp-2/acs. Preoperative diagnosis: recurrent herniated nucleus pulposus l5-s1; intervertebral abscess l5-51: degenerative disk and joint disease l5-s1; and persistent and recurrent back, buttock and left leg pain. Postoperative diagnosis: recurrent herniated nucleus pulposus l5- s1; intervertebral abscess l5-s1; degenerative disk and joint disease l5-s1; and persistent and recurrent back, buttock and left leg pain, status post previous laminotomy diskectomy l5-s1 left. Procedure performed: re-exploration of the left laminotomy diskectomy l5-s1. Pedicle instrumentation bilateral l5-s1. Posterior spinal fusion l5-s1. Posterior interbody lumbar fusion, transforaminal technique l5-s1. Cage instrumentation l5-s1. Extra difficulty secondary to re-exploration l5-s1. A 360 degree fusion. During the surgery, insertion of cancellous autologous bone after irrigation was placed in the anterior third meniscal space at l5-s1, bone morphogenic protein and two cages 8 mm in height were placed with bone morphogenic protein and to the inner disk space at l5-s1 and then distraction traction was released and compression was placed on the right. Then the pedicle screws were inserted in the pedicles on the left at l5 and s1. An additional incision proximal to the incision on the left was made 1 cm in length through which was passed the connecting rod and placed into the saddles of l5 and s1 on the left side. Compression was achieved and the locking nuts were released and broken off on the left and on the right in compression. The patient¿s post-operative period was marked by complications which included the need for additional surgery, painful medical treatment, pain, nerve damage, nerve impingement, and ectopic bone formation. The patient has experienced mental pain and emotional/mental damage. Neither the device nor imaging studies were returned nor provided for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. We will continue to monitor for trends as more definitive data is collected. A review of the certificates of analysis and packing list for the infuse bone graft kit was not possible without additional product information. There is insufficient information to conclude that this event is related to product performance, manufacturing, design or labeling. The data will be monitored for trends by risk management and adverse events will be reviewed at the infuse safety risk meetings. As described in (B)(4) regarding infuse related trend triggers, the (B)(6) study press release describes in-depth analysis activities which relate to the safety and effectiveness of the product. Trend triggers related to infuse will continue to be monitored and analyzed for unanticipated complaint trends in parallel with this third-party review. If at a later date more information becomes available, this investigation will be updated. A query of the complaint database of unknown infuse was conducted on 10 dec 2013, for the date range of 10 dec 2011 to 10 dec 2013, which identified that (B)(4) was created to investigate the root cause of reported occurrences of unanticipated bone growth post-operatively in patients that had been treated with infuse bonegraft. The investigation found that ectopic and/or exuberant bone formation is a labeled potential adverse event and a labeled precaution for this product. The reported frequency of this issue is presently (B)(4) occurrences per (B)(4) kits sold. Investigation of the reported occurrences found that the root cause of these events was misuse of the product. (B){(4) was opened to develop means of training the sales force and customers on the risks of product misuse. Based on the limited information provided and our previous determination, we are no longer escalating unknown infuse complaints due to lack of information to support investigation activities. Criteria not met for escalation: not a non-conformance (manufacturing, labeling, sterility, storage conditions, shelf life), and not severity 4 or 5 in (B)(4), design risk analysis work instruction. No other action is required at this time - this investigation is considered closed. If additional information is received, this investigation will be re-opened. (B)(6). (B)(4).

Event description:
Implant date: (B)(6) 2003. Patients initials (B)(6). Demographics: (B)(6) male. It was reported that the patient underwent a spinal fusion on (B)(6) 2003 using rhbmp-2/acs. Preoperative diagnosis: recurrent herniated nucleus pulposus ls-s1; intervertebral abscess l5-s1: degenerative disk and joint disease l5-s1; and persistent and recurrent back, buttock and left leg pain. Postoperative diagnosis: recurrent herniated nucleus pulposus l5- s1; intervertebral abscess l5-s1; degenerative disk and joint disease l5-s1; and persistent and recurrent back, buttock and left leg pain, status post previous laminotomy diskectomy l5-s1 left. Procedure performed: re-exploration of the left laminotomy diskectomy l5-s1. Pedicle instrumentation bilateral l5-s1. Posterior spinal fusion l5-s1. Posterior interbody lumbar fusion, transforaminal technique l5-s1. Cage instrumentation l5-s1. Extra difficulty secondary to re-exploration l5-s1. A 360 degree fusion. During the surgery, insertion of cancellous autologous bone after irrigation was placed in the anterior third meniscal space at l5-s1, bone morphogenic protein and two cages 8 mm in height were placed with bone morphogenic protein and to the inner disk space at l5-s1 and then distraction traction was released and compression was placed on the right. Then the pedicle screws were inserted in the pedicles on the left at l5 and s1. An additional incision proximal to the incision on the left was made 1 cm in length through which was passed the connecting rod and placed into the saddles of l5 and s1 on the left side. Compression was achieved and the locking nuts were released and broken off on the left and on the right in compression. The patient's post-operative period was marked by complications which included the need for additional surgery, painful medical treatment, pain, nerve damage, nerve impingement, and ectopic bone formation. The patient has experienced mental pain and emotional/mental damage. Notified date: 08 feb 2016 implant date(s): (B)(6) 2003 patient demographics: gender: male, initials: (B)(6), age: (B)(6), race: (B)(6). Medications: robaxin, percocet, cipro it was reported that on (B)(6) 2003 patient underwent the following procedures: re-exploration of the left laminotomy diskectomy l5-s1. Pedicle instrumentation bilateral l5-s1. Posterior spinal fusion l5-s1. Posterior interbody lumbar fusion, transforaminal technique l5-s1. Cage instrumentation l5-s1. Extra difficulty secondary to re-exploration l5-s1. A 360 degree fusion to treat the following pre-op diagnosis: recurrent herniated nucleus pulposus l5-s1; intervertebral abscess l5-s1; degenerative disk and joint disease l5-s1; and persistent and recurrent back, buttock and left leg pain. Op-notes: "disk herniation laterally and interforaminally was achieved at the l5-s1 level and further diskectomy and complete dissection with decortication of end plates at l5-s1 was achieved. Insertion of cancellous autologous bone after irrigation was placed in the anterior third meniscal space at l5-s1, bone morphogenic protein and two cages 8 mm in height were placed with bone morphogenic protein and to the inner disk space at l5-s1 and then distraction traction was released and compression was placed on the right. Then the pedicle screws were inserted in the pedicles on the left at l5 and s1."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.